Event description:
It was reported that during a tvt procedure, the patient began bleeding after the first needle was pulled through the fascia. The doctor applied pressure for 5-6 minutes. The perivesical vein around the bladder was injured; there were no major vessels involved. The bleeding stopped spontaneously. A birch procedure was performed. There were no hematomas. The pt lost between 700-900 cc's of blood and the patient received two units back. The patient is doing fine but was kept in the hospital for two to three days.